Event description:
(B)(4). Event occurred in united states. The patient reported that tubing detached while sitting. The location of detachment was at quick release and the pump was located/worn on left side slightly towards the center. The site location was at right side of the abdomen, eight inches from the belly button. The infusion was being used for 28 hours. The infusions were stored in a safe place. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to his body. No further information available.